Manufacturer narrative:
(B)(4). The customer returned one single-lumen cvc for investigation. Visual inspection revealed the extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. Signs of use in the form of biological material were observed in the extension line. The total length of the catheter body measured 205 mm which is within specifications of 200.5 mm - 210.5 mm per catheter product drawing. The outer diameter of the distal lumen measured to be 2.21mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.45mm which is within specifications of 1.42mm - 1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection could not be performed on the distal extension line since the luer hub was separated. A manual tug test could not be performed on the distal extension line since the luer hub was separated. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily acc omplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The reported complaint of an extension line/luer hub separation was confirmed through complaint investigation. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the luer hub was separated from the extension line during patient use. No patient harm was reported. The patient's c ondition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was separated from the extension line during patient use. No patient harm was reported. The patient's condition is reported as fine.